Manufacturer narrative:
Please note that this product is not distributed. However, it is similar to the distributed cypher sirolimus drug eluting stent. This product is available for testing and evaluation but has not been received by the manufacturer as of this writing. Additional information has been requested and will be submitted within 30 days upon receipt.

Event description:
Percutaneous coronary intervention was being performed on a pda/plv bifurcation lesion. First used was a 2.5x13mm cypher select to stent the pda but it would not cross the lesion. A 2.25x18mm cypher stent was used on the plv, then another 2.25x13mm cypher select of same size and same lot number was used. This stent crossed. When the original stent was removed, it was rough and the stent had come away from the balloon. This can be seen visually.